Manufacturer narrative:
Note: b5 contains corrected/clarified information regarding previous report's b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they continued to have concerns with a lack of therapeutic effect, but they did not have a managing physician to address the issue. Physician listings were sent to the patient. It was clarified the patient's previous report of, " additional information was received from the patient. They reported that not steps had been taken to resolve the issue and the patient's weight had not changed. They noted the ins was replaced due to battery depletion, the ins was poking out because it was put in that way," was in reference to a different file which already captured the given information. Previous report regarding patient's weight, ins replacement due to battery depletion, and ins poking out because it was put in that way retracted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that not steps had been taken to resolve the issue and the patient's weight had not changed. They noted the ins was replaced due to battery depletion, the ins was poking out because it was put in that way.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they couldn't increase stimulation and they had been peeing themselves since 3-4 months prior. They stated they have been needing to change pads a lot. It was noted they no longer had a managing physician. They communicated with the implant while on the call and it was at 8.5 volts on program 1, it was reviewed that this was the maximum setting, the programmer would not allow them to go any higher. The switched to program 2 on the call and increased to 3.0 volts, it was noted they could feel comfortable stimulation in the bike seat area. They also reported their implant was sinking and had been since they first got it replaced, it continued to sink. They were redirected to their physician to further address these issues.